Manufacturer narrative:
Tracking #.47427. Date sent: 11/16/1998. Device not returned for analysis.

Event description:
It was reported during a laparoscopic cholecystectomy while using the 511s trocar the device would not stay armed. Another trocar was pulled to complete the case without incident. There was no consequence to the pt.